Manufacturer narrative:
The pod was received with the soft cannula deployed. The investigation found no damage or defects to the exposed soft cannula. Therefore, the cause of the reported pod cannula dislodge event could not be determined. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problem was found regarding the reported leaking during wear event. The top housing was observed to be cracked. The time and cause of the top housing damage could not be determined. The adhesive pad was received secured to the bottom housing of the pod. The investigation found no damage to the adhesive pad or welds that would contribute to the reported event. Therefore, the cause of the reported failure to adhere event could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (back), causing the cannula to dislodge. The patient also reported insulin leaking while wearing the pod. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.